Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found there was dirt around the forcep elevator, the inside of the light guide lens was dirty. Due to damage on the charge coupled device unit; the specified resolving power was not obtained. The universal cord had a scratch, the adhesive on the distal end had a crack, the scope connector cover unit had a scratch, the plastic distal end cover had a scratch, the adhesive around light guide lens had discoloration, the light guide cover glass was dirty. Due to dirt on light guide lens; illumination was uneven. Switch 1 had a scratch, forceps elevator had foreign material, connecting tube had a scratch, the scope connector had a scratch, adhesive around the light guide lens had wear. Due to wear of angle wire; bending angle in the down direction did not meet the standard value. Due to wear of angle wire; bending angle in right direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the forceps elevator or the evis exera ii duodenovideoscope had a yellowish/brown foreign material that could not be identified. The issue was found during maintenance. The device was reprocessed prior to pick up. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the foreign material adhered to forceps elevator/ light guide- lens being dirty, the foreign material / dirt was unable to be identified and the root cause was unable to be determined. Based on the results of the investigation for the inside of light guide-lens (lg-lens) being dirty, it is likely that due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, the adhesive around lg-lens peeled off and moisture entered inside of lg-lens and corroded. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.